Event description:
The customer reported via phone call indicatin that the insulin pump had a sesnsor glucose versus blood glucose differences. Customer's blood glucose was 244 mg/dl. The customer was advised to change sensor and we will send a replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.